Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure was replaced to correct this reported fault. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had sustained higher positive end expiratory pressure than expected. There was no report of patient involvement.